Event description:
The facility representative reported a flo-gard infusion pump with "cable". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "cable" was confirmed during service evaluation. The cause of the problem was physical damage to the ac cord. Service replaced the ac cord to fix the problem. Should additional information become available, a follow-up medwatch will be submitted .